Event description:
During a pta treatment procedure of a dialysis graft, balloon catheter removal difficulties were encountered. The physician had difficulty advancing the catheter through a 5 fr pinnacle sheath. He was able to advance the balloon to the site of the lesion to perform the pta of the graft. Upon withdrawal, the balloon catheter again met resistance in the sheath. The catheter then separated, and the proximal portion of the catheter came out of the sheath while the distal end and balloon portion remained inside the sheath. The physician then proceeded to remove the entire sheath with the distal catheter segment and balloon portion inside of it. Using another marshal balloon a 6 fr sheath was inserted and the procedure was successfully completed. The patient is reported as doing fine following the procedure.